Event description:
It was reported that during set up, immediately upon plugging in the ablate and coag functions would not activate. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended to be used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual evaluation shows minimal erosion and dried tissue on the electrodes. There are no manufacturing abnormalities visually observed with the returned wand. The wand was tested using a compatible controller and activated in saline solution at default and maximum settings in which the ablation and coagulation performed as intended. The saline and suction lines were tested and also performed as intended. The complaint was not confirmed as the device performed as intended. Factors that could have contributed to the reported event include: not having sufficient saline outflow in order to facilitate the formation of plasma or not having the wand or foot control connector fully inserted into the controller display, the controller or the foot control which were not returned for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.